Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the unit will not cut and the water would not flow. The unit was re-cycled but the issue was not resolved.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. However, the company service representative did find multiple system messages regarding low inlet pressure and low fluid source. Unrelated to the reported event, the xenon lamp was replaced as a prevention. The system was then tested and met all product specifications). The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).